Event description:
Problem: malfunction and failure during use, in some cases placing the safety of the pt and users in jeopardy. Action: users are advised to check all diathermy accessories regularly and to keep a record of their performance. All reusable items which need to undergo repeated sterilization cycles should be managed with a system that provides the means of establishing the number of sterilization cycles. Any items which have exceeded the number of recommended sterilization cycles or show suspect performance should be removed from use. Ensure that: electrosurgery cables intended for regular use are stored in places where there is the least likelihood of damage, either mechanical or otherwise. Withdrawal from storage is done in a controlled manner, in a first-in-first-out fashion. There is a system in place for determining how long a particular accessory has been in use. The age of the accessory should be known. Footswitch assemblies are not stored hanging up, so that the full weight of the footswitch can cause excessive strain on the cable anchorage points and connectors. Footswitch assemblies are checked regularly for possible fluid ingress in the footswitch mechanism. Insulated instruments such as forceps and graspers are inspected regularly for any flaws in their insulation. Insulated instruments are stored carefully to avoid damage to the insulation and to the mechanism of these products. Ask the supplier of reusable accessories to provide details concerning the maintenance, storage and life span of their products. Background: a number of incidents have been reported to mda in which cables and other accessories have failed during use. In almost all of these cases the common factor was the absence of records concerning (a) the types of checks carried out and the results obtained (b) the age of the accessory and (c) the number of sterilization cycles sustained by the accessory. From the incidents reported it was apparent that accessories which have exceeded the number of recommended sterilization cycles were more likely to fail during use than newer instruments. There were also a few reports where the failure of the accessory could have been avoided had the product been improved in its design and construction. In these cases the corrective action taken by a number of mfrs has resulted in more reliable products.